Event description:
A pt reported alleged inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 146, 94 and 114 mg/dl performed 10 mins apart with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.